Event description:
It was reported that during a surgery the tip of the scorpion needle broke off in the cuff. No further information received. 12-may-2023 update dw. Further information were provided that it seems to have occurred over 2 years ago and the surgeon continued on and finished the case with no issues. No further information about the event are available and no information about the devices disposition was provided.

Manufacturer narrative:
Additional info: b5, h6. It was reported that during a surgery the tip of the scorpion needle broke off in the cuff. Since the device was not returned to us, an investigation could not be performed and the reported event cannot be confirmed. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. The most likely cause is attributed to use error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a surgery the tip of the scorpion needle broke off in the cuff. No further information received.